Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the device reached elective replacement indicator (eri). Device replacement was mentioned. The patient¿s condition was unstable.